Manufacturer narrative:
On 24-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a brim cap detachment occurred. It was reported by the caller that the hemostatic valve on the vizigo sheath became detached. The caller reported that when the physician was exchanging the vizigo sheath, the valve became detached from the rest of the sheath. The caller noted that there was minimal blood flow backwards. The sheath was exchanged, and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating the brim cap/hub detachment occurred and the valve became totally separated while the device was being used on the patient. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub and broken in the star section, the brim cap was observed in good conditions and in its position. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodge and broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodge and broken hemostatic valve observed could be related to the brim cap detached issue reported by the customer, the complaint was confirmed. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a brim cap detachment occurred. It was reported by the caller that the hemostatic valve on the vizigo sheath became detached. The caller reported that when the physician was exchanging the vizigo sheath, the valve became detached from the rest of the sheath. The caller noted that there was minimal blood flow backwards. The sheath was exchanged, and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating the brim cap/hub detachment occurred and the valve became totally separated while the device was being used on the patient. The issue was noticed due to a small amount of blood backflow, maybe 2ml. The valve dislodged outside of the hub of the valve when the catheter was pulled back. No air entered the patient¿s body. The needle had not gone into the sheath yet.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).